Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) remoted onto the server, found no hardware was generating failure and no further issue was noted. The system functioned as intended after the tss inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had a connection error at station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.